Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-jul-25 arjo was notified about a complaint involving enterprise 9000x bed. Following the information reported the radius arm detached from bed's frame. The malfunction was noticed at customer site. There was no indication of patient's involvement, no injury nor other medical consequences were reported. After receiving the information about the incident, arjo service technician was dispatched to conduct the device inspection. Upon bed evaluation it was revealed that the middle section of the bed frame was distorted. The malfunction as such may occur only if the backrest section of the bed is lowered/raised against some obstacle. Despite the malfunction the c-clip securing the radius arm was still in place. According to the information provided within the complaint record the bed was subjected to abnormal use. The bending of the frame confirms this statement. It needs to be emphasized that all manufactured enterprise 9000x beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. It is also worth noting that the enterprise 9000x bed has been designed, produced and certified to meet the requirements of standard en 60601-2-52. The enterprise 9000x beds are passing the requirements of clauses: 201.9.4.2.3 - instability from horizontal and vertical forces, 201.9.8.3.1 - safe working load, 201.9.8.3.2 - static forces due to loading from persons or 201.9.8.3.3.1 dynamic forces due to sitting down. This confirms that the beds are stable devices which are not falling apart during usage accordingly to product instruction for use. Summarizing, findings made during the device inspection suggests that the bed was subjected to abuse and enormous external forces, what in consequences led to the radius arm detachment. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment . The radius arm detached from bed's frame and from that perspective, the enterprise 9000x bed did not meet its manufacturer's specification.

Event description:
On (B)(6) 2018 arjo was notified about a complaint involving enterprise 9000x bed. Following the information reported the radius arm dislodged from bed's frame. The malfunction was noticed at customer site. There was no indication of patient's involvement, no injury nor other medical consequences were reported.